Event description:
It was reported that during an arthroscopy, the healicoil knotless anchor top broke while tapping into the bone. All the broken pieces were removed from the bone with grasper, and a new hole was prepared to place another anchor. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that definitive clinical factors could not be concluded, and a procedural variance could not be ruled out as a likely contributory factor. The device IFU includes conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. According to the report, the procedure was completed with a smith and nephew back-up device with another drilled bone hole. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.